Event description:
In late 2007, the pt reported that the previous day her infusion device displayed "77" on the screen and was "buzzing." She stated that she changed the power pack and the infusion device functioned properly. She stated that she was using a recalled power pack that had been in use for 2-3 weeks. She was aware of the recall. She was advised to only use corrected power packs and to dispose of all recalled power packs. No physiological effects were reported. The pt was sent corrected power packs. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.